Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 6 atmospheres, the balloon ruptured. This device was able to complete the procedure. There were no patient complications reported.